Event description:
It was reported that during an eval conducted by a MFR field service tech, exposed bare wires were observed where the power cord connects to the power plug. No pt involvement, user injury, or adverse consequences were reported with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. Visual inspection confirmed that a wire from the power cord had disconnected from the power plug assembly. The cause of the damage is unk, but may be the result of mishandling when the unit is unplugged from the wall outlet. The unit was repaired and returned to use.